Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. The following sections are being reported: b4: date of this report was updated. D4: unique device identifier (UDI) number -not applicable. D4: device expiration date was added. G3: date received by manufacturer was updated. G6: type of report was updated. H2: type of follow up was updated. H3: device evaluated by manufacturer was updated. H4. Device manufacture date was added. H6: tyoe of investigation codes were added: 4109, 4110, 4111 and 3331. H6: investigation findings code was added: 3252. H6: investigation conclusions code was added: 4307. H10: narrative/data was updated. An imp,tsv,4.1mm,dual sel,ha (tsv4h11) was returned for investigation. Visual inspection of the as returned product identified attached crown and a fracture at the collar. No pre-existing conditions were noted. The reported device location was #30 and was used for approximately 7 years. DHR review was completed for the subject lot number (62829561). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (62829561) for similar event and no other complaint was identified. August post market trending was reviewed and there were no actionable events or corrective actions for the reported event or device. Based on the available information, device malfunction did occur and the reported event was confirmed.

Event description:
No additional event information at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient weight: not provided.

Event description:
It was reported that implant was removed due to implant fracture at tooth location 30.